Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits severe devitrification at bevel edge; the metal cap exhibits moderate char on surface; the outer flow tubing open end exhibits minor scratch mark, and partially erased blue arrow indicator. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a benign prostatic hyperplasia (bph) prostate procedure, with (B)(4) joules used and 5 minutes expended, excessive fiberlife message was observed on the display screen. It was further reported that the fiber was not firing properly. The fiber was exchanged and the procedure was completed utilizing the second fiber. No injury reported.